Manufacturer narrative:
The medical device problem code 3191 was selected due to an inability to select the appropriate code ¿delivery system failure¿. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip end of an 8mm x 40mm precise pro self-expanding stent (ses) opened normally during stent release. However, when continuing to release the stent, the middle portion of the stent could not be released. The stent was withdrawn, and the delivery rod was found to be broken. There were no reported injuries to the patient. An unknown guiding catheter was placed prior to use of the precise pro ses delivery system and an unknown balloon catheter was used for pre-expansion of the lesion. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the outer sheath separated and the inner shaft braid wire is exposed.

Event description:
As reported, the tip end of an 8mm x 40mm precise pro self-expanding stent (ses) opened normally during stent release. However, when continuing to release the stent, the middle portion of the stent could not be released. The stent was withdrawn, and the delivery rod was reportedly found to be fractured. A film of the device after it was removed from the patient was provided which shows partial deployment of the stent as well as a separation of the precise pro outer sheath which is exposing the inner shaft braid wire. However, the inner hypo-tube is seen fully intact. There were no reported injuries to the patient. An unknown guiding catheter was placed prior to use of the precise pro ses delivery system and an unknown balloon catheter was used for pre-expansion of the lesion. The target vessel was the left carotid artery, which had 70% internal carotid artery stenosis, mild calcification, and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient, and there was no difficulty removing the delivery system from the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, the tip end of an 8mm x 40mm precise pro self-expanding stent (ses) opened normally during stent release. However, when continuing to release the stent, the middle portion of the stent could not be released. The stent was withdrawn, and the delivery rod was reportedly found to be fractured. A film of the device after it was removed from the patient was provided which shows partial deployment of the stent as well as a separation of the precise pro outer sheath which is exposing the inner shaft braid wire. However, the inner hypo-tube is seen fully intact. There were no reported injuries to the patient. An unknown guiding catheter was placed prior to use of the precise pro ses delivery system and an unknown balloon catheter was used for pre-expansion of the lesion. The target vessel was the left carotid artery, which had 70% internal carotid artery stenosis, mild calcification, and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient, and there was no difficulty removing the delivery system from the patient. The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked, and a thorough inspection was performed. The stent is partially deployed. The device presents an outer sheath separation that exposed the braide wire of the rx port. The separation is located approximately 20 cm from the distal tip. One kink was observed located approximately 5 cm from the distal tip. The hemostasis valve was returned tightly closed. No other outstanding details were observed. The usable length and l2 dimension could not be verified due to the separated condition that is impeding the proper measurement. Dimensional analysis was performed to verify the correct od/ID of the pod. Measurements were taken near the separation and were verified; dimensional analysis results were found within specification. Measurements were then taken near the separation to verify the correct od of the inner shaft (proximal wire) and results were found within specification. Functional analysis was performed to determine if the stent can be deployed as expected. The hemostasis valve was unlocked. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The inner shaft traveled free inside the lumen. However, due to the separated condition of the outer sheath, it was not possible to deploy the stent. The separated area was evaluated with a vision system observing the exposed braide wire and the presence of elongations on both edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The kinked area located on the pod was inspected with a vision system observing that the damage is located between the stop that pushes the stent and the proximal edge of the stent. This condition does not allow the stop to apply pushed force to the stent to deploy it. The reported ¿stent deliver system (sds) deployment difficulty partial deployment¿ was observed in video provided and visualized upon device return. An ¿outer sheath separated¿ condition was observed along with a kink on the pod housing unit of the stent during analysis of the returned device. The ¿inner shaft ¿ exposed braidewire/corewire¿ was observed indicating force was used. The exact causes of these issues cannot be conclusively determined. A vision system evaluation of the separated areas revealed elongations on both edges of the outer sheath and exposed braidewire, indicating material tensile overload. The mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Due to the separation of the outer sheath and the kink noted that houses the stent, this pin and pull method is not able to be achieved. The stent is stuck inside the pod and cannot be released. Based on the available information, the device was subjected to forces exceeding its material yield strength prior to the noted separation. In addition, a kink was observed obstructing proper stent deployment. Procedural factors, handling during use, and vessel characteristics were likely contributing factors. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available nor the product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.